Event description:
A coaccess electrode was being used for therapeutic ablation of a renal cell carcinoma. As the procedure was occurring, a p02 error message appeared. The contact of the grounding pads was checked. Ablation began again and the error message recurred. The physician checked under the pads and saw seven first degree burn red marks on the pt's legs. An eighth burn was noted as a second degree burn which blistered. The physician removed compression stockings from the pt, placed new grounding pads on different unburned areas of the pt's legs, and completed the ablation successfully. The treatment of the burns consisted of zenaderm cream and a tiely pad. Two electrodes were used during the procedure. The pt remained in the hosp due to many other comorbidities. It was noted within two weeks later that the pt passed away from pneumonia.